Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. The motor stall was caused due to MRI; stall occurred at 10:49 and as of 13:20 the pump had not recovered. Healthcare provider (hcp) was to recheck the pump in about an hour. It was stated that the MRI was performed due to "ms/neurological issues". Drug delivered via the device was lioresal. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).